Manufacturer narrative:
(B)(4) and applies to the pump. (B)(4) were added and apply to the pump. Information pertaining to this event was also reported in regulatory report 3004209178-2015-20115. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
**There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4). Additional information received on 2017-jan-12 from a healthcare professional (hcp) and manufacturer representative (rep) reported on 2015-aug-12 patient's procedure report stated the preoperative diagnoses as chronic pain syndrome and postoperative diagnoses as chronic pain syndrome. Patient was having a pump check and a rotor check. No complications were noted. No pathology was sent and estimated blood loss was listed as nil. After informed consent, the patient was brought to and placed supine with all pressure points checked and padded. The patient was prepped and draped in usual manner. Using a 25-gauge needle, healthcare professional (hcp) aspirated the side port. Hcp aspirated 2 ml of cerebrospinal fluid (csf) without issue. Next, 2 ml of contrast was injected without complication. The catheter was found to be at l1 and there was good flow intrathecally at this point. There was no extravasation of contrast. Next, hcp cleared the catheter with 2 ml of preservative-free saline. A rotor check was done and was functioning as well. There did not appear to be a crack or disconnect with the catheter and there did not appear to be a rotor malfunction. Hcp will get an magnetic resonance imaging (MRI) of patient's lumbar spine and thoracic spine and hcp will also consider prophylactic change in patient's catheter. Multiview x-rays demonstrated intrathecal catheter threaded from the lumbar spine to l1, slightly right of midline. It was noted there was excellent placement of needle for intrathecal pump check and rotor check. Patient's current pain level was a 9 out of 10. Patient was requesting an increase in patient's intrathecal pump rate on (B)(6) 2015. Prior to change of pump settings on (B)(6) 2015 patient was receiving 5 mg/ml for a total dose of 0.5159 and after change of pump settings on (B)(6) 2015 patient was receiving 5 mg/ml for a total dose of 0.6191. On (B)(6) 2015 patient had a MRI t-spine without contrast. Impression: there was no thoracic spinal canal or neural foraminal s stenosis. Patient clinical history included pain. Technique: multisequence, multiplanar evaluation of the thoracic spine was performed. No contrast was given. Findings: there were no prior exams for comparison. There was normal alignment of the thoracic spine with the patient positioned supine. There were small hemangiomas within t4 and t8. There was no paraspinous mass or fluid collection. The thoracic spinal cord was normal in caliber and signal intensity. There was a 2 mm left paracentral disc protrusion at t1-2. No other disc herniation was seen within the thoracic spine. No thoracic spinal canal stenosis and neural foraminal stenosis was identified. There was facet osteoarthritis at t11-12. Patient was in for an office visit on (B)(6) 2015, and patient reported: past medical history reviewed, and patient was currently on disability. Allergies listed sulfa (sulfonamide antibiotics)(drug). Current medication were as follows and were reviewed: norco 10 mg-325 mg tablet, tylenol-codeine #3 300 mg-30 mg tablet, topamax 50 mg tablet, intrathecal pump morphine 5 mg/ml total volume 20 ml once daily, estrace 1 mg tablet, nexium 40 mg capsule -delayed release, advair diskus 250 mcg-50 mcg/dose powder for inhalation, plaquenil 200 mg tablet, synthroid 112 mcg tablet, seroquel 50 mg tablet, trazodone 50 mg tablet, trileptal 300 mg tablet, and enbrel sure click 50 mg/ml subcutaneous pen injector, latuda 40 mg tablet. Past surgical/medical history: pulmonary disease asthma-chronic obstructive pulmonary disease (copd). Diagnoses: arthritis, migraine headache, and immunodeficiency disorders lupus, anemia lupus. Surgical history: neck surgery (B)(6) 2010 afc c5/6, c6/7, gastric surgery gastric sleeve, and low back surgery 2004 fusion and on (B)(6) 2007 lum lam hardware removal l3/4, foraminotomy l2/3 family history included no significant family history, but did include hypertension, heart disease, and cancer. Personal history included: behavioral-never a smoke, alcohol-no consumption of alcohol, and drug use- not using drugs. Patient weight was (B)(6) on (B)(6) 2015, body mass index was (B)(6) on (B)(6) 2015, and height from (B)(6) 2015 was (B)(6). Body surface area was (B)(6) on (B)(6) 2015. Neurological: motor-preference for right handedness. Plan: lower back pain (lbp) and right lower extremity (rle) pain for approximately 2 months. Pain radiates down the rle posterior leg into the arch of the foot and both feet cramp. Lower left extremity (lle) with similar symptoms, but lesser extent. Patient thought pain pump was broke, but hcp stated the pump was fine. Patient has bursitis in hips and has had these injected with short term relief. Patient felt the legs were weak at times. Conservative plan was pain pump, physical therapy, acupuncture, pain medicine, ice, and tylenol. Exam showed bilateral lower extremity strength was 5/5, absent str's +slr (b), pedal pulses present bilaterally. Tenderness midline l4/5, l5/s1. Imaging on (B)(6) 2015 open imaging of longview included: 6 mm anterolisthesis of l3 on l4 with facet hypertrophy cause moderate to severe right and mild left neural foraminal stenosis, mild (b) neural foraminal stenosis at l5/s1 due to bulging disc facet hypertrophy, and lumbarization of s1. Plan was CT l-spine, xray l-spine ap/lat/flex/ext, continue pain m management with hcp, and follow up with hcp on day hcp is here with CT and x-rays for review. The patient agreed with this plan. It was noted pain level by numeric rating scale was 5-6. Pain % was for back leg, neck, and arm. It was noted that low back pain and right lower extremity were worse. Therapy: office and other outpatient visit for evaluation and management of new patient, which requires these 3 key components: a detailed history, a detailed examination, and medical decision making of low complicity. Counseling and/or coordination of care with (99203). Assessment: post laminectomy syndrome of lumbar region, thoracic or lumbosacral neuritis or radiculitis unspecified, osteoarthrosis localized primary involving lower leg, backache unspecified, and postsurgical arthrodesis status. It was noted a mammogram was performed during or within the 12 months before the start of the measurement period. Clinical summary was provided to patient, medication reconciliation completed, medication list documented; history of influenza immunization; history of pneumococcal vaccine, and history of colonoscopy within 9 years prior to the end of the measurement period. Office visit notes from (B)(6) 2015 reported the patient was brought to the treatment area and placed in the supine position. The pump was identified in the right lower left quadrant of the abdomen. The pump was interrogated with the n'vision programmer. Ultrasound d was necessary due to the patient's anatomy and position of the port. The pump pocket was anatomically scanned using the linear ultrasound probe. The pump and fill port were identified and marked in multiple planes. Reservoir volume was found to be 2.4 ml. The patient was draped and prepped in the usual sterile fashion. The pump was entered through the septum with an 18 gauge huber needle. Using sterile technique 11 ml of injectate was aspirated and discarded. The pump was filled with morphine 10 mg/ml, 20 cc over four minutes at 12:38. The pump was then reprogrammed to demonstrate a chamber volume of 19.5 cc, and the rate was morphine 0.619 mg/day. New alarm date was for (B)(6) 2016. The patient was counseled to watch for the following side effects, and if any should develop, to report them so hcp can recommend appropriate action. The side effects were constipation, urinary retention, sedation, difficulty breathing, itching, nausea, confusion, back pain, fever, chills, sweats, headache, and neck stiffness. Elective replacement indicator was 63 months. There was an unexpectedly high residual volume noted, and case was discussed with hcp. See plan office visit. 1 cc 2% lidocaine was injected subcutaneously to provide local anesthetic and no immediate complications were identified. Allergies were sulfa and medication and history were previously reported. Patient had a pain level of an 8 and the pain level of an 8 was for back/leg. Drug concentration was morphine 10 mg/ml and personal therapy manager dose was morphine 0.021 mg available 4 times daily. On (B)(6) 2015 patient came in for chronic low back pain and bilateral hip pain. Patient presented to the clinic today ((B)(6) 2015) for a follow up visit regarding chronic low back and right lower extremity pain. Patient also presented to day for an intrathecal pump refill. Patient had been having some difficulty of lateral with intrathecal pump feeling as if the pump was not working adequately. Patient underwent a pump check on (B)(6) 2015 and then a second one on (B)(6) 2015. There were some questions about the pump at that time, but it was felt that it had adequate function. Patient does present for an intrathecal pump refill. Patient also relays to me that she has been seen by hcp office, where patient recently underwent a computed tomography of the lumbar spine and upcoming surgery was likely per the patient's report. Patient currently rates pain as a 9 on a 0-10 scale. Patient was maintained on intrathecal morphine at a rate of 0.6191 mg per day. Patient does utilize personal therapy manager (ptm) feature for bolusing. Patient has previously been well maintained on intrathecal pump regimen without difficulty; however, of late, patient has been having more and more and difficulty with pain. It was noted urine drug abuse screen (B)(6) 2014 and (B)(6) 2015 findings were consistent stent. Test results documented and reviewed (B)(6) 2013-soapp-r 13. Findings found patient had been routinely filling prescriptions for opioids in an appropriate manner. Urine drug screen was not required at today's ((B)(6) 2015) visit. At visit patient noted no prior surgery to intrathecal pump implant. Patient denied any significant medical history. No consumption of alcohol and not using drugs-illicit. Review of systems systemic: no fever, no chills, and no recent weight loss head: no headache gastrointestinal: no fecal incontinence genitourinary: no urinary loss of control endocrine: no excessive sweating musculoskeletal: no musculoskeletal symptoms neurological: no dizziness, no fainting, no memory loss or lapses, and no numbness psychological: not feeling nervous, no depression, and no sleep disturbances skin disorder: no skin condition neurological disorder: no general neurological evaluation past medical: no psychiatric history eyes: normal ear, nose, and throat: ent: normal lungs: normal cardiovascular: cardiovascular system was normal abdomen: normal urinary system: normal physical findings from (B)(6) 2015: vital signs: pr 69 bpm, blood pressure 94/65 mmhg, pain level by numeric rating scale was 5, w(B)(6). Patient pain level was a five and was for back/leg. Patient has pain pump, pump was interrogated, and patient does not have a spinal cord stimulator. Previous tests: no laboratory studies and no imaging since last visit. No back brace, no topical analgesics-prescription for pain cream, no onabotulinumtoxina a-botox treatment for pain since last visit, rehabilitation was home exercises, no hospitalization admission since last visit, and no transcutaneous/neuromuscular electrical nerve stimulator. Physical therapy procedure since last visit (B)(6) 2014 bilateral troch bursa by hcp and home health. It was reviewed the consult notes provided to use through hcp and hcp reviewed patient's last urine drug screen from (B)(6) 2015 and was consistent and appropriate. Hcp was able to access the CT of the lumbar spine dated (B)(6) 2015 that shows postsurgical and degenerative changes of the lumbar spine. Patient was seated during the interview process and was awake, alert, and oriented x3. Patient was well nourished, well developed, and in no acute distress. Patient was normocephalic, atraumatic. Cervical spine range of motion was fairly well preserved. There was no tenderness to palpation of the cervical spinal or paraspinal structures. Lumbar spine range of motion was pain limited in both flexion and extension. Patient also had increased pain on axial rotation. Patient had tenderness to palpation, right greater than left, of the lumbar paraspinal musculature as well as midline at the l4 and l5 region as well as at the lumbosacral junction. Patient does not have any tenderness over the sacral sulci or acetabular region. Straight leg raise was positive bilaterally. Patrick's test was negative bilaterally. Gross motor and sensation appear to be intact in the upper and lower extremities was graded at 5/5. The dtrs in the lower extremities appear to be quite hyperreflexive. Dtrs of the upper extremities are 2+. Patient was able to rise from seated position with moderate difficulty. Patient walks with a slow, stiff, and mildly antalgic gait with a right sided limp. Patient mood was euthymic and affect was congruent. Patient answered questions appropriately and spoke in complete sentences. Skin was intact without lesions, rashes, or breakdown on exposed areas. Patient does have a well-healed surgical scar overlying the intrathecal pump located in the right lower quadrant of patient's abdomen. It was noted patient was a pleasant woman with chronic axial low back pain and lumbar post-laminectomy pain syndrome. Impression: lumbar radiculalgia and intrathecal pump in situ. Plan: intrathecal pump refill was conducted today ((B)(6) 2015). This was dictated under separate cover. It was noted during the process of the refill that patient's residual volume was quite elevated. The anticipated residual volume was 2.4 ml. However, 11 ml was aspirated. Hcp was contacted regarding these findings. Given the patient's recent difficulty with intrathecal pump, hcp was going to schedule patient for a prompt replacement of the intrathecal pump and will notify manufacturer of the patient's difficulty that the patient has been having with pump. Given that the pump was not functioning adequately, hcp was going to prescribe the patient with a prescription for msir 15 mg for use up to 3 times per day as needed for pain as well as an effort to avoid any withdrawal symptoms. Patient will proceed with intrathecal pump replacement. Scheduler is getting patient scheduled promptly. Patient will follow up with hcp as scheduled. Patient will be seen back in roughly 90 days for intrathecal pump refill as well as an office visit. Therapy: office or other outpatient visit for the evaluation and management of an established patient, which requires at least 2 of these 3 key components: an expanded problem focused history; an expanded problem focused examination; medical decision making of low for therapy order pump refill/analysis for therapy order ultrasonic guidance for needle placement, imaging supervision and interpretation for therapy order pump refill kit for therapy order noc drugs other than inhale drugs. Counseling/education: the hcp performed the following counseling: education and counseling regarding activities, patient education-medication contract, and post-operative teaching. Assessment included: post laminectomy syndrome of lumbar region, thoracic or lumbosacral neuritis or radiculitis unspecified, backache unspecified, chronic pain syndrome, and long term (current) use of other medications. History of a bilateral screening mammogram was performed in the last 2 years. Summary of care received from physician care, physical exam was performed. Use of tobacco assessment performed, history of influenza immunization, history of complete colonoscopy performed in then last 10 years. Patient had appointment on (B)(6) 2015 to discuss options. Pain level was a 4 and pain %: back leg neck arm. It was noted thoracic, lumbar, and right leg were worse. Previous therapy: no history of brace, pain management by acupuncture, corticosteroid injection, injection of trigger points, cold packs, hot packs, traction, whirlpool treatment, aquatic exercises, and physical therapy. The hcp counseled patient on education and counseling regarding activities. Physical findings were noted including vital signs, standard measurements, and neurological. The plan was to discontinue morphine 15 mg immediate release tablet due to side effects. The patient reported currently on disability and has thoracic, lumbar and right leg and right foot pain. Patient denies any tingling or numbness. Patient is one week post operative from having morphine pump replaced. Review of systems from appointment on (B)(6) 2015 systemic: no fever, no chills, and no recent weight loss head: no headache cardiovascular: no cheat pain or discomfort and no fast palpitations gastrointestinal: appetite not decreased and appetite not increased. Heartburn. No nausea, no vomiting, and no vomit containing blood. Bloating and abdominal pain, gastritis. No change in stool, no bright red blood per rectum, no diarrhea, and no fecal incontinence. Constipation genitourinary: no hematuria and no change in urinary frequency. No urinary loss of control, no dysuria, and no female genital symptoms. Endocrine: no polydipsia and no excessive sweating. Muscle weakness. Musculoskeletal: pain localized to one or more joints. Neurological: no dizziness, no fainting, no memory loss or lapses, and no numbness. Limb weakness. No numbness and not of the limbs psychological: not feeling nervous, no depression, and no sleep disturbances gastrointestinal disorder: no hemorrhoids skin disorder: no skin condition past medical: blood pressure was high not low eyes: normal ear, nose, and throat: ent: normal cardiovascular: heart rhythm regular abdomen: gastritis musculoskeletal system: no swelling of the feet previous tests noted that electromyography (emg), x-ray, CT scan, MRI thoracic and lumbar-open imaging or long view ((B)(6) 2015), bone and or joint imaging, myelography and discography were all reviewed. Therapy: office or other outpatient visit for the evaluation and management of an established patient, which requires at least 2 of these 3 key components: an expanded problem focused history; an expanded problem focused examination; medical decision making of low (99213). Assessment: post laminectomy syndrome of lumbar region and thoracic or lumbosacral neuritis or radiculitis unspecified. Patient presented to the clinic today ((B)(6) 2015) for staple removal following patient's recent intrathecal pump replacement. Patient's pump was replaced on (B)(6) 2015 due to difficulty with the device functioning properly. Patient told hcp surgical course was uncomplicated. Patient has not had any difficulty with pain, fever, erythema, warmth, or edema at the surgical site. Patient's staples noted to be intact. The surgical wound edges are well approximated with no erythema, warmth, or edema. Patient had no tenderness to palpation of intrathecal pump site. The staples were removed today ((B)(6) 2015) without difficulty. The area was cleansed and steri-strips were put in their place. The patient was provided with instructions to contact us if patient has any difficulty whatsoever with surgical site. Patient will continue her intrathecal pump therapy. It was noted patient will keep appointment for intrathecal pump refill as scheduled on (B)(6) 2015. Of note, patient told hcp that she will likely have surgery in the early part of november. It was noted it has not yet been scheduled, but they have agreed upon surgical intervention at this time. Patient presented with severe low back pain, right lower extremity, and right foot pain. Patient has had prior morphine pumps and long-term pain management, but has had progressively worsening back pain despite this nonsurgical management. Patient has had a prior fusion at l4-l5 with laminectomy. Patient currently has l3-l4 adjacent segment disease with 6 mm anterolisthesis, severe facet hypertrophy, and right greater than left foraminal stenosis. After discussion of surgical versus nonsurgical options, the patient would like to proceed with surgical correction of this pathology. The plan was on performing an l3-l4 posterior spinal fusion and instrumentation with interbody fusion. Patient will be schedule at the patient's convenience. No further information was provided. Company representative noted loss of efficacy, had a catheter check, which was clear, a rotor study, which was clear, and only had the pump replaced and the problem resolved.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), product type catheter. (B)(4). Analysis of the 8637-20 serial number (B)(4) found no anomaly.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative in regard to a patient receiving morphine 10 mg/ml at 0.481 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient was experiencing increased pain. The hcp performed a dye study which showed great flow through catheter with no issues. The hcp also did a rotor study and rotors moved. The results of both the dye and rotor study were reported to be good. All looked to be fine, with no issues. At a pump refill the patient should have had 2 ml in pump but had 10ml in the pump. The hcp was convinced that it is a pump issue, so the hcp replaced the pump and replaced the proximal segment of the catheter on (B)(6) 2015. It was unknown if the patient issues resolved at the time of report. The patient's status at the time of report was alive -no injury. Additional information received from a company representative reported the patient status after the device was removed was recovered without sequela. There was no patient injury. The patient was reported to be doing great since the pump replacement. The patient's pain relief was back to how it used to be.